Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw disassembled during surgery upon insertion. There was no delay or impact on the patient.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned for evaluation. However, a photo was provided and used for evaluation. The tulip was confirmed to have dissociated from the screw shaft. No additional images were provided so the cause cannot be determined. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a pedicle screw disassembled during surgery upon insertion. There was no delay or impact on the patient.